Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced severe hyperglycemia following a carb-heavy meal that was not announced to the system, with the continuous glucose monitor (cgm) displaying ¿high¿ and a confirmatory fingerstick of 389 mg/dl. The infusion set was changed the prior day and glucose rose in the hour before contact, and later cgm readings trended down from 398 mg/dl to 321 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.